Event description:
Upon physical attempt to remove jackson pratt drain, drain snapped apart as it was being pulled out of patient's abdomen, leaving white perforated drain portion in patient. On 02/25/98, patient was taken to operating room for drain retrieval under sedation.